Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced unintended movement and patient device interaction problem. This information was received from various sources. Both malfunctions involved patients with no patient consequences. Both male patients ranged from (B)(6) years of age; one patient weight is (B)(6) lbs and weight of another patient was not provided.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced unintended movement and patient device interaction problem.this information was received from various sources. The malfunctions involved patients with no patient consequences. The male patients were 40 and 59 years of age. One patient was 444 lbs, the second patient's weight was not provided.

Manufacturer narrative:
The lot number for one malfunction was provided and a lot history review was performed. The devices have not been returned for evaluation, however, medical records were provided for both malfunctions. One malfunction was confirmed for migration, device code 1395 (migration) added. Both investigations are confirmed for patient device interaction problems, with one being inconclusive for apex preformation,. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.